Event description:
The user facility reported that the involved patient had an emergency aortic rupture surgery, a non-metallic needle was initially used, but due to difficulty in introducing the guidewire, a metallic needle was used. Upon checking the guidewire, a tear of 7mm to 8mm was observed to have been scrapped. The guidewire in question peeled and was left behind in the pulmonary artery. The patient's condition was stable with no acute health problems. The patient is under observation and has no retrieval intervention planned. As of (B)(6) 2023, details of the involved department, procedure, and concurrently used devices are unknown. The event occurred intra-operative. The final patient impact was harmed but not seriously. Peeled piece remains in the patient body (not retrievable).

Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: PMA/510(k): no: k863138, k923607, k926214. The actual sample was not returned, investigation of it could not be performed. History investigation of the involved product code/lot number. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report from other facilities was found. Known mechanism of peeling of outer layer based on past findings, we are aware that the outer layer of radifocus guidewire m may be peeled off when it is used in combination with a metal needle. From the investigation results, no anomaly was found in the manufacturing records and shipping inspection records of the actual sample. In this case, as one of the possibilities based on the circumstances of the occurrence, it was inferred that, when the actual sample while being used in combination with a metal needle was manipulated in the withdrawal direction, the outer layer came into contact with the metal needle and peeled off. However, since the actual sample was not returned and analysis could not be performed, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.